Event description:
Following the introduction of the capsule, pt complained of retro-sternal pain which persisted. The pain was associated with swallowing. The capsule was removed the following day. The pt was admitted to the hospital for 24 hours. All tests were negative.